Manufacturer narrative:
Concomitant medical products: product ID: etlw1616c156ee, serial/lot #: (B)(4), ubd: 03-jul-2019, UDI#: (B)(4); product ID: etlw1616c124ee, serial/lot #: (B)(4), ubd: 05-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were used as an accessory device with an endurant iis stent graft system that was implanted in the patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported two days later the patient experienced post op acute kidney injury and the patients hospital stay was extended. The event is currently unresolved and the patient is continuing without treatment. The investigator has determined the cause of the event to be related to the index procedure and most likely contrast related. No additional clinical sequalae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.